Manufacturer narrative:
(B)(4). Batch # t5e12d. The analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was received: email from sales rep: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unsure. How was the bleeding controlled? With instruments until the bleeding point could be oversewn. Later in the procedure a bile leak needed to be oversewn. How much blood was lost (ml)? Approx 150mls. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) An extra 1 hour of operating.

Event description:
It was reported that during an unknown procedure, the echelon 45 staple line failed on portal pedicle, leading to arterial bleeding and bile leakage that added an extra hour to the procedure. Bleeding and bile leak were controlled with instruments until the bleeding and bile leak point could be oversewn. The patient lost approximately 150mls of blood, but did not require a transfusion. There were no patient consequences reported.